Manufacturer narrative:
Product event summary: the data files were returned and analyzed. No case file was available for review. In the fault file, the following fault messages were found on the reported event date: n-004 the system has detected blood in the catheter handle and stopped the vacuum. Clinical data have been retained in the complaint records and available for further review. In conclusion, the reported visible blood could not be confirmed through data analysis, the physical product is still currently pending return. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: return date product event summary: the 2af284 balloon catheter with lot number 14323 was returned and analyzed. Visual inspection was performed. External visual inspection of the balloon segment showed a leak path from the outer balloon. The outer balloon distal bond was partially detached from the catheter shaft. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). During functional testing, the console terminated the application and triggered system notice n-006 (there was blood detected at the patient board (catheter shaft impedance wire blood detection)). Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. During inspection of the handle segment, blood/liquid was observed inside handle. In conclusion, the reported visible blood issue was confirmed through product analysis and the balloon catheter failed the returned product inspection due to an outer balloon distal bond detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 203cx; product type: coaxial umbilical cable; product ID nitron ; product type: console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, an error message was received indicating that there was blood detected at the catheter handle. It was then noted that after the system flush blood was seen coming down the coaxial umbilical cable line. The system notice was silenced and the coaxial umbilical cable was removed to protect the console. The balloon catheter was then removed and replaced together with the coaxial umbilical cable to resolve the issue. The case was completed with cryo. Data files were reviewed and the system notice was confirmed. No patient complications have been reported as a result of this event.